Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. A system check was performed by tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy, however a replacement pump was sent to the customer to resolve the issues. The customer will use a back-up insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.